Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini syncing issues had been occurring, and over 20,000 records were stacking up and resuming processing much later.however, there were no delays, adverse events or injuries reported based on this event.